Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse observed incorrect tubing in check valve (lv14). The fse replaced a new check valve (lv14) and tubing. The fse also replaced the worn peristaltic pump tubing which resolved the leak. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).

Event description:
The customer reported approximately 5 mls of diluent leaked from the white blood cell (wbc) and red blood cell (rbc) baths of the coulter ac·t diff analyzer onto the counter during troubleshooting. The leak was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves at the time of the occurrence. There was no exposure to open wounds or mucous membranes. No erroneous patient results were generated in connection with this event. There was no death, injury, or affect to user or to patient treatment attributed to this event.